Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified lesion located in the coronary artery. The 3.25x28 mm xience sierra stent delivery system (sds) met resistance during advancement and failed to cross the lesion due to the calcification. After some manipulation, the image suggested that the stent was not on the proper position on the balloon of the sds. The sds was removed from the anatomy without resistance and it was noted that the stent was not on the proper position on the balloon. The stent was confirmed to have moved, but remained tightly crimped. The sds was replaced with another xience stent to continue to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.